Event description:
A lifecor sales representative contacted customer service to report that when he was refurbishing equipment between patients, he found that the clip on one of the battery packs was loose. It would not stay secure in the monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause was a broken latch on the battery pack. The root cause cannot be postively identified, but was likely physical abuse. No adverse event resulted from the damaged battery pack. The battery pack will be repaired.